Event description:
It was reported that the picu nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 36c, water temperature (wt) was 36.2c, flow rate (fr) was 0.6lpm. Explained correlation between heater capacity and flow rate. Guided to system diagnostics, system hours 8013, pump hours 7176, inlet pressure (ip) was-7psi, circulation pump command (cpc) was 24 percentage. Disconnected and reconnected pads using proper technique and configured tubing to be as straight as possible, but nurse noted this was difficult due to the lack of space in the room. Explained 0.8lpm flow rate (fr) was equal to roughly 80 percentage heater capacity. They can consider adding a second pad off to the side to increase flow rate (fr). They will wait to see if the 113 persists and decide at that time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Explained correlation between heater capacity and flow rate. Guided to system diagnostics, system hours 8013, pump hours 7176, inlet pressure (ip) was-7psi, circulation pump command (cpc) was 24 percentage. Disconnected and reconnected pads using proper technique and configured tubing to be as straight as possible, but nurse noted this was difficult due to the lack of space in the room. Explained 0.8lpm flow rate (fr) was equal to roughly 80 percentage heater capacity. They can consider adding a second pad off to the side to increase flow rate (fr). They will wait to see if the 113 persists and decide at that time. Per follow up information received via task on 19may2025, transferred to nurse educator who noted this was a neonate patient on a neonate pad. They chose to discontinue therapy early to have the device checked and to pull the patient data to review. They used alternate means of treatment. Charge nurse, biomed team, and education team reviewed the data and found that the device would alert whenever the flow rate was around 0.4 lpm. The device went through some function checks, and they found no issue, so it remained in service. They were unable to test the pad because it had been disposed of as biohazardous waste once they stopped therapy. A DHR review is not required as the reported event is unconfirmed. A risk review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the picu nurse getting alert 113 (reduced water temperature control) in an arctic sun device. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 36c, water temperature (wt) was 36.2c, flow rate (fr) was 0.6lpm. Explained correlation between heater capacity and flow rate. Guided to system diagnostics, system hours 8013, pump hours 7176, inlet pressure (ip) was-7psi, circulation pump command (cpc) was 24 percentage. Disconnected and reconnected pads using proper technique and configured tubing to be as straight as possible, but nurse noted this was difficult due to the lack of space in the room. Explained 0.8lpm flow rate (fr) was equal to roughly 80 percentage heater capacity. They can consider adding a second pad off to the side to increase flow rate (fr). They will wait to see if the 113 persists and decide at that time. Per follow up information received via task on 19may2025, transferred to nurse educator who noted this was a neonate patient on a neonate pad. They chose to discontinue therapy early to have the device checked and to pull the patient data to review. They used alternate means of treatment. Charge nurse, biomed team, and education team reviewed the data and found that the device would alert whenever the flow rate was around 0.4 lpm. The device went through some function checks, and they found no issue, so it remained in service. They were unable to test the pad because it had been disposed of as biohazardous waste once they stopped therapy.